Manufacturer narrative:
An event of blurred vision, headache and extremity weakness post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4). Patient site ID: (B)(6). On (B)(6) 2023, a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. The patient was administered heparin for procedure, but no activated clotting time (act) levels were provided. There was no kink in the delivery system noted and there was no shift in the occluder after fully deployment. On the same day post-implant it was noted that the patient presented with blurred vision in their right eye with out any eye pain, headache, extremity weakness, and no other neurological symptoms. The symptoms last for 10 minutes and the decision was made to administered medication (asprin and plavix) to the patient. The event did not result in initial or prolonged hospitalization. No patient consequences were reported.